Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the nurse that during the unspecified timing, it was found that feces were remained at the distal end of the unspecified olympus colonoscope while the storage of the subject device. The occurrence date of the event is unknown. The nurse stated that before the reprocessing the colonoscope by the unspecified olympus automated endoscope reprocessor, precleaning and manual cleaning were performed appropriately, especially the precleaning was carried out for a long time than usual. There was no confirmation whether the colonoscope was used to patient without noticing above. The nurse doubted that immediately before the reprocessing, the pump of the automated endoscope reprocessor was malfunctioned, it might be caused the insufficient reprocessing. The nurse also stated that the periodical maintenance indicator and the box-shaped indicator of the automated endoscope reprocessor had lit up. The nurse informed olympus customer information center by phone anonymously. Olympus asked the nurse about the nurse's name, the facility name, the detail of the devices (model name) and so on, however the nurse rejected to answer them. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that this phenomenon attributed to insufficient cleaning of the channels of the subject device due to alternation of the nurse in charge of precleaning, or inappropriate cleaning due to unintended disconnection of the connecting tube during the cleaning. Also, if the pump of the subject device malfunctions the subject device will give the error e22 and stop, therefore omsc concluded that there has been no insufficient cleaning due to the malfunction of the pump of the subject device. If additional information becomes available, this report will be supplemented.